Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error during manual prime. Customer also reported that the insulin pump alarmed no delivery. Customer's blood glucose reading ranged from 63 to 137 mg/dl. Customer reported that the events were resolved by a complete set change. Replacement product is being sent.